Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the system had recoverable error and endoscope that kept flipping. The customer reseated the endoscope and continued with the case. An isi technical support engineer (tse) advised the customers if the issue returned to change out the endoscope and to test it at the end of the case to see if the gears were grinding. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable error, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope and continued with the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.